Manufacturer narrative:
Updated fields: b4, g3, g5, g6, h2. Corrected field: d1 brand name, d4 catalog number, version or model number, UDI number.

Event description:
N/a.

Event description:
It was reported that the intra-aortic balloon with a fiber optic sensor failure alarm on a cardiosave during use. No patient harm or injury was reported. Customer reported that this is an axillary inserted balloon and troubleshooting was unsuccessful. Customer had already attempted to switch over to the inner lumen of the catheter prior to calling but said the line was damp. They was not able to aspirate blood from the inner lumen, capped it red/do not use and hooked the pressure cable to the patient¿s radial line as an alternate ap source.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6), cvicu rn/educator. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Manufacturer narrative:
Updated fields - b4, d4 version or model no, catalog no, lot number, expiry date, d9 device available for eval and return to manufacture date, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: h6 component code the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. The 15.2cm sheath tubing was found cut measuring 7.6cm in length. Underneath the sheath the membrane was torn and the optical fiber was broken approximately 4.3cm from the rear seal of membrane. Additionally the catheter tubing and inner lumen was found kinked approximately 77.2cm from iab tip. A tear in the catheter tubing was also observed within the kinked location.